Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number stt-gf-001 /serial number (B)(4)/lot number 5204370), being used with the complaint receiver, was returned on 11/12/2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's daughter contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred on (B)(6) 2015. Patient's daughter attempted to reset the device which was unsuccessful for the reported issue. Dexcom representative advised patient's daughter to stop the sensor session and attempt to pair the receiver and transmitter together, which was also unsuccessful for the reported issue. No additional patient or event information is available.